Manufacturer narrative:
Corrected fields: h6 (component codes). The getinge field service engineer (fse) confirmed that the reported issue had been duplicated. After repairs were completed, the iabp unit was cleared for use and returned to the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a loss of helium, the intra-aortic balloon (iab) deflated. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and there was a security disk replacement 20090 hours that was replaced. Functional tests performed successfully. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a loss of helium, the intra-aortic balloon (iab) deflated. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.